Event description:
It was reported that the patient experienced elevated blood glucose after changing supplies and not filling the infusion tubing before attaching the site, resulting in an infusion set deployed incorrectly and an infusion set connector not attached correctly. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education, with no alerts or alarms reported and no hospitalization. Investigation included remote technical review and guided troubleshooting. Investigation of this case revealed user setup error related to failure to connect and fill the long and short tubing prior to insertion, consistent with incorrect infusion set deployment and connector attachment. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set setup.